Manufacturer narrative:
(B)(4). The ventilator was evaluated and the breath delivery printed circuit board assembly was replaced. The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator was not passing power on self tests. Patient involvement information was not provided.